Manufacturer narrative:
H6 evaluation results code 3221- removed, evaluation conclusion code 67-removed.

Manufacturer narrative:
H3, remove h10.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 99 mg/dl. During troubleshooting with tandem technical support (cts), the malfunction alarm was cleared, and insulin delivery was able to be resumed. Cts advised customer against resetting pump and customer was adamant to continue using the pump for insulin therapy.